Event description:
The nurses were taking care of the patient and noticed that there was no ECG alarm for this patient. The patient had a cardiac arrest in the morning around 9am and the system didn't alarm. The nurses succeeded to resuscitate the patient (but he died in the afternoon).

Manufacturer narrative:
Phillips is in the process of obtaining more information concerning this event and this complaint is still under investigation. Preliminary results support that the device did not malfunction. A supplemental report will be submitted once the investigation is completed.